Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a domain controller not functioning correctly. A technical support specialist assisted the hospital information technology team to disable the ids and confirmed that the setting could be applied to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system, the user was unable to login to the stations during instances of downtime. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.